Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the siox module to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The siox module was analyzed and found that this unit was returned for evaluation and the reported ¿system keeps faulting out¿ issue was confirmed and replicated. The error was confirmed via lighthouse. The siox module was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on. The unit was connected to through localhost:8649, where it could be seen that sever siox nodes were running their golden image. As a result of these findings, the root cause was determined to be nodes running their gold image.. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system keeps faulting out. (B)(6) stated they keep getting a message to restart the system with a fault of 311. Technical support engineer (tse) wasn't able to see the logs at the time of the call. Prior to calling in the customer restarted the system and error came back at power up. Tse had the customer do a hard power cycle of the entire system and fault came back again at power up. The customer had an xi that wasn't in use so they're going to use it to complete the case. The procedure was completed with no reported injury.